Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has got a blue screen for a couple of times . No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has got a blue screen for a couple of times . No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has got a blue screen for a couple of times. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the cns has gone to a blue screen a couple of times and they wanted to report it. No patient harm or injury has been reported. Customer also reported that customer had both hdd's replaced previously. Also, customer performed pm's on the ups stations and cns and everything checked out okay. No patient harm or injury has been reported. Service requested: repair / evaluation. Service performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. There was no physical damage noted in the initial evaluation. The problem reported, "pu-681ra sn- (B)(6) has gone to a blue screen" could not duplicated. The pu-681ra was able to boot up to the cns's application. Investigation summary: risk assessment of the reported issue is high. Root cause of the issue could not be identified as the reported issue of device could not be duplicated at the repair center. If the malfunction were to recur, it would be likely to cause or contribute to a death or serious injury, should a patient event be missed. No patient harm or injury has been reported. The probability of this issue re-occurring is derived from c4c data is 2.92%. Therefore, no CAPA has been initiated.